Event description:
Healthcare professional later reported left side "fibrous wall with intense inflammatory process and macrophagic response with giant cell reaction of foreign body type, absence of signs of malignity"

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6 the event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Healthcare professional reported capsular contracture baker grade iii, replacement of prosthesis for symmetrization and capsulectomy and also reported that a small rupture of the prosthesis had produced during explant when performing the opening of the capsule as it was firmly adhere, for the left side device. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-ndr: not applicable as the event is not related to the device. Use error: observed an opening on radius assessed as surgical damage. Capsular contracture: unable to observe since it is not related to the device. Additional observations: brown particles observed on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. ¿a small rupture of the prosthesis had produced, during explant when performing the opening of the capsule as it was firmly adhere¿.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii, replacement of prosthesis. For symmetrization and capsulectomy. And also reported, that a small rupture of the prosthesis had produced, during explant when performing the opening of the capsule. As it was firmly adhere, for the left side device. Device has been explanted and replaced with non-allergan brand. This record relates to the left side.